Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone, bupivacaine, and compounded baclofen via an implantable pump. It was reported that one day post catheter revision the patient required a straight catheterization secondary to urinary retention on (B)(6) 2021. The patient remained inpatient. On (B)(6) 2021, the patient presented to the clinic for post-operative evaluation without any report of urinary retention. It was indicated the event was related to the implant procedure. It was noted the issue resolved without sequelae on (b)((6) 2021. Additional information received from a healthcare provider via a clinical study reported there were no additional actions taken. No exact cause for the retention was noted and the patient was discharged on (B)(6) 2021. The patient noted on (B)(6) 2021, they were able to urinate and the issue resolved without sequelae.